Manufacturer narrative:
Additional information: section g3 - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative. The cls remains in use. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system user manual details charging techniques and warnings including, "the charger, charger coil and/or cls may become hot during charging" and continues with, "if you feel pain or discomfort during charging, you should stop and contact your clinician." The cause of the overheating and pain is likely related to the patients fall, although a definitive root cause cannot be confirmed.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following a fall, a patient implanted with an evoke spinal cord stimulation (scs) system reported pain and increased temperature at their closed loop stimulator (cls) during charging. Anti-inflammatory and muscle relaxant medications were administered. Additional interventions have not been reported at this time. It was not confirmed that the evoke scs system caused or contributed to the patient fall.